Event description:
Facility is a hospital acute program. Facility reports that during the treatment an internal blood leak occurred. Ebl-250cc. Patient was treated with 2 units of prbc. Sample is not available for eval.